Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found unresponsive at home. The patient's blood pressure was in the 140's mmhg, global aphasia with dense incomprehensible speech was observed, and the patient was generally not following commands. The patient had been complaining of lower left abdominal pain for two days with fever and nausea. The patient had a stroke status post merci procedure. The patient underwent a pump exchange on (B)(6) 2017 due to suspected thrombus. The patient's lactate dehydrogenase (ldh) level was greater than 800 u/l. It was reported that the outflow graft was adhered to the patient¿s sternum necessitating full sternotomy. No further information was provided.

Manufacturer narrative:
The evaluation of the returned device, confirmed an issue that could have contributed to the report of elevated lactate dehydrogenase levels; however, a direct correlation between the device and the reported stroke and outflow graft adherence to the sternum could not be conclusively established through this evaluation. The pump was returned assembled with the driveline severed approximately 5.5 inches from the pump housing. The remainder of the driveline was not returned. The inflow conduit and the outflow graft were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the proximal side of the outlet stator revealed a red deposition surrounding the bearing ball and partially occluding all 3 stator vanes. The deposition contained areas of denaturation and circumferential contact marks were observed on the distal end of the rotor, suggesting that this deposition was present for an indeterminate duration while the pump was supporting the patient. Although the origin of this deposition and the duration for which it was present within the device could not be conclusively determined, it could have contributed to the reported increase in the patient¿s lactate dehydrogenase level. The remainder of the blood-contacting surfaces did not reveal evidence of developed depositions or thrombus formations that would have contributed to the reported events. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis, stroke, and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.